Event description:
It was reported that the pt's right lead was broken. The pt then ran the stimulation using only the left lead. The pt's physician subsequently tried to replace the broken lead, but was unsuccessful due to scar tissue. The pt's physician then wanted to replace the leads with paddles. No further details. Pt symptoms or outcome were provided. Additional info was requested but not received at the time of this report. A f/u report will be filed if additional info becomes available.

Manufacturer narrative:
(B)(4).